Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Replacing the battery did not resolve the issue. Customer's blood glucose is 126 mg/dl. He stated the device was in his pocket and it's possible the buttons were pressed for three minutes or longer. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.